Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device feature that monitors the pacing amplitude threshold and adjusts output caused the patient to experienced ventricular fibrillation (vf). The episode was successfully treated with high voltage therapy. Follow up concluded that no intervention was performed pertaining to the device, however, the patient's medication was adjusted. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.